Event description:
It was reported that this implantable cardioverter defibrillator system delivered anti-tachycardia pacing and an inappropriate shock during a supraventricular tachycardia due to cross chamber blanking. Technical services (ts) was consulted and provided reprogramming options. In addition, right atrial lead high out of range impedance measurements above 3000 ohms were exhibited. This ICD system remains in service. No additional adverse patient effects were reported.